Manufacturer narrative:
(B)(4).

Event description:
Procedure type: laparoscopic cholecystectomy. According to the reporter: after opening of the package and attempting to use the device, a part of the tip was ripped and could not be used.